Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy (med) procedure due to herniation at l5/s. Intra-op, when the flexible arm was placed, the flexible arm did not tighten even though the cable tightening, wheel was tightened. The product came in contact with the patient. It seems that the field of view had changed gradually during decompression because the flexible arm was not in a completely rigid state. The operation was continued, and the operation was finished. The product was a short-term diversion item. There was a delay of less than 60 minutes in the overall procedure time as a result of this time. There were no patient complications as a result of this event.